Manufacturer narrative:
Evaluation of the complaint unit identified a different failure than the one reported. We received a single flothru dpt kit IV set and attached merit flush device. There was no visible blood found from the kit. In addition, there was no leakage found in the kit during leak testing. All connections appeared tight. Although we did not confirm leakage, we did confirm that the flow rate of the merit flush device did not meet IFU specifications; flow measured an average of 116.5ml/hr (allowable specification is 2-4ml/hr). It appeared that the one end of silicone housing did not touch the base of male connector pocket and this affected the flow rate. The complaint was related to a manufacturing non-conformance of the merit supplied device. Root cause analysis and implementation of any necessary corrective actions has been requested of the supplier.in addition, the manufacturing plant implemented a flow test at incoming area. A supplemental will be forthcoming with the device history record results.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that "heparinized saline leakage was observed near the stand alone merit flush device before use." It could not be confirmed whether there was any damage to the flush device.